Event description:
The patient stated that since "april or may" he has had several events where his infusion device shut down without warning. He stated that this caused high blood glucose of 400-500 mg/dl. His normal blood glucose is "not above 100 mg/dl." He stated that when his blood glucose was high, "I would have a naseous feeling as if I was coming down the flu." He stated he was able to change his power pack and bolus to lower his blood glucose. He stated he is aware of the power pack recall and he changes his power pack every 2 weeks. He stated that the power packs that failed were less than one week old. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.